Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on the keypad traces. There was no button error alarm during testing. There was no moisture damage on the electronic stack, motor, battery tube, and vibrator assembly. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at display window corner, cracked battery tube threads, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he had condensation under his screen and the insulin pump stopped working. Customer stated that the pump has a blank display and there is liquid in the left-hand corner of the screen. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer reported that there is fluid under the lcd display. Customer stated that the pump was not dropped and there are no cracks on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.